Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that hemorrhagic stroke and death occurred. In (B)(6) 2017, a 24 mm watchman ® laa closure device was successfully implanted during a left atrial appendage closure procedure. The patient was discharged on coumadin and warfarin and scheduled to be seen for a 45 day follow up appointment. The patient presented to the emergency room 8 days post implant with a significant hemorrhagic stroke. The international normalized ratio at the time of admission was 2.6 and the patient was noted to be hypertensive with a systolic reading of 220. The patient was admitted and placed on comfort care. The patient died 15 days post procedure. The documented cause of death was right sided non traumatic intracerebral hemorrhage of cerebellum.

Manufacturer narrative:
Death date corrected from unknown to (B)(6) 2017. If implanted, give date corrected from unknown to (B)(6) 2017. (B)(4).

Event description:
It was reported that hemorrhagic stroke and death occurred. In (B)(6) 2017, a 24mm watchman ® laa closure device was successfully implanted during a left atrial appendage closure procedure. The patient was discharged on coumadin and warfarin and scheduled to be seen for a 45 day follow up appointment. The patient presented to the emergency room 8 days post implant with a significant hemorrhagic stroke. The international normalized ratio at the time of admission was 2.6 and the patient was noted to be hypertensive with a systolic reading of 220. The patient was admitted and placed on comfort care. The patient died 15 days post procedure. The documented cause of death was right sided non traumatic intracerebral hemorrhage of cerebellum.